Event description:
It was reported that patient underwent total elbow arthroplasty and subsequently reported pain and a clicking sound. Radiographs taken approximately six months after initial procedure confirmed that loosening of the components had occurred. A revision was performed in 2009, to remove and replace the humeral condyle kit.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. Date of implant - unknown. Evaluation of the returned humeral condyles found wear around the articulating surfaces. This may have occurred as a result of loose debris, possibly a piece of bone cement in the elbow joint. This report filed july 1, 2009.